Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after one week of use with the listed device, splitting/abrasion of the eyelets was observed. Velcro ties were being used with this unit. No adverse health outcome resulted from this event.

Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. Visual inspection of the eyelets on the device flange found that one of the eyelets had been torn completely through, while the other eyelet had begun to develop a small tear. The reporting user facility (great ormond st. Nhs trust) followed-up with the mother of the patient and found she was using velcro ties to secure the tube to the patient's neck. The user facility informed her that the use of velcro ties is warned against in the device IFU as they have sharp edges that can damage the silicone flange of the tracheostomy tube. The damage to the tube eyelets is consistent with the use of the velcro ties.